Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. At this time, this device cannot be repaired due to part obsolescence. The customer was informed that the device is unable to be repaired and a replacement should be obtained. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not complete the boot up process. As a result, defibrillation therapy would not be available, if needed.